Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient began using the device before thymoma carcinoma surgery and averaging 14 hours per day. The patient was deemed 100 percent cancer free after surgery and continued to use the device. The patient began to get sicker and sicker, experiencing dizziness, fatigue, trouble breathing, falling, acute kidney failure and was placed on dialysis which resulted in worse symptoms instead of getting better. The patient had no specialists prior to dreamstation and had pulmonologists, oncologists, ear nose throat, nephrologist, cardiologist etc. After beginning dreamstation. The patient passed away unexpectedly with his mask from the dreamstation on him. The patient's wife states she has experienced pain and suffering. She states she almost took her life due to malnutrition after losing husband and never received a recall notice for the device. At this time, no further investigation can be performed. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.